Event description:
The catheter was obstructed. The physician removed the catheter from the patient and discovered that the catheter was perforated.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewa1379 showed one another similar product complaint(s) from this lot number.